Manufacturer narrative:
During a phone call with the tac (technical assistance center) support engineer, the customer was able to attach the sdi cable to the sdi output port on the procedure monitor and was then able to attach it to the sdi input on the secondary monitor to display a hi-def image to that monitor. Based on assistance provided, the customer was able to resolve the reported issue. Root cause of the reported issue likely attributed to use error. To date, no other issue was reported. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device was found no image. The user is unable to get an image to display on an nds monitor connected to the cv-190 processor. User is using the comp out from the cv-190 processor to the nds monitor. There was no patient involvement on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. As stated on the IFU (instruction for use) the user manual states: properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor complaints for this device.